Event description:
The patient received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient experiences painful back stimulation at the lead site. X-ray revealed the lead was placed too high. The patient had surgery on (B)(6) 2011 and was implanted with two new leads. Effective stimulation was reported. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.